Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® tapered implant 5 x 8.5mm (nt585) with mount was returned for investigation. Visual evaluation of the as returned product identified damaged hex and worn platform. Implant external threads were somewhat damaged as well, likely from the retrieval process. Debris on the threads identified. Device history record (DHR) review was completed for the subject lot number 2017111210. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2017111210) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported device malfunction. When placing the implant doctor noticed two skips in the hand piece (40 nw). When checking and removing the mount doctor noticed that 3 of the hex threads were damaged. Implant was then manually removed due to the impossibility to handle the implant through its connection. Another implant was placed to complete the procedure.